Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test, and no leaks were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that insulin leaked into the reservoir compartment and past both o rings. The customer's blood glucose level was 240 mg/dl at the time of incident. Customer was advised to monitor the pump and that the reservoirs would be replaced and to return the product for analysis.